Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had vibrating without an alarm or alert. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer also stated that the constant tone was occurring. Customer troubleshoot was performed. Customer was advised to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.